Manufacturer narrative:
Reported event: mps (B)(6) reported j2 haptic error. Device evaluation and results: per (B)(4): I found j2 brake was rubbing pretty bad and needed to be re-gapped per the service manual. It is now working as normal. I did find a film on the camera lens that would have contributed to the possible accuracy issues going into haptics. Product history review: a review of device history records shows that on 11/30/17 1 device was inspected and 1 device was placed on: qt 17-11-0025, qt 17-11-0032, qt 17-11-0030. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 207570 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
(B)(4): mps (B)(6) reported j2 haptic error. Resolution: I found j2 brake was rubbing pretty bad and needed to be re-gapped per the service manual. It is now working as normal. I did find a film on the camera lens that would have contributed to the possible accuracy issues going into haptics. Arm accuracy was spot on and passed at .06mm for both sides. Camera accuracy was found to be great as well. Yes, the tibial cut had to be completed manually. Surgical delay- 20 minutes, patient under general anesthesia.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gsp (B)(4): (B)(6) reported j2 haptic error. Resolution: I found j2 brake was rubbing pretty bad and needed to be re-gapped per the service manual. It is now working as normal. I did find a film on the camera lens that would have contributed to the possible accuracy issues going into haptics. Arm accuracy was spot on and passed at .06mm for both sides. Camera accuracy was found to be great as well. Yes, the tibial cut had to be completed manually. Surgical delay: 20 minutes, patient under general anesthesia.